Manufacturer narrative:
(B)(4). The lot number for the referenced device was not provided; therefore, no device history review is able to be performed. In addition, the manufacturing date is unable to be documented due to the unknown lot.

Event description:
A report was received stating a patient was re-intubated with a similar tracheostomy tube after seven minutes of use. It was reported that there was a small leak heard after placing the patient on the ventilator. Upon inspection, the tracheostomy tube's cuff was found not to inflate. The patient was discharged home following successful re-intubation. There is no report of serious injury or death associated with this event.